Event description:
It was reported that the foley catheter material was different (softer) which increased false paths, was more difficult to insert, which hurt the patient. Customer had a situation where the catheter had made a knot in the bladder, and they had to do a cystoscopy to cut the catheter with a laser to remove it (pcn#175812, pcn#175814, pcn#175816, pcn#175818, pcn#175820, pcn#165822 and pcn#175824). Per additional information received via mail on 06may2025, the tip of the catheter that contains the balloon is prominent and forms a ring when the balloon is deflated. It was another issue with the deflation of the balloon. The balloon remains deformed when deflated, causing injury to the patient when removing the indwelling catheter. This was apparently true for all our 100% foley (1658xx) and lubri-sil (1758xx) models. (Pcn# 165820), (pcn# 165818), (pcn# 165816).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Inflate the balloon with pre-filled water syringe if included. If pre-filled syringe is not included, then use a slip tip/luer lock syringe to fill catheter balloon with sterile water. Do not use needle. Do not exceed recommended capacities as stated on the applicable labeling. Gently pull the catheter until the catheter balloon is snug against the bladder neck. Removal use only gentle aspiration to encourage deflation, if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If balloon does not deflate, contact trained professional for assistance, as directed by hospital protocol. After balloon is fully deflated, remove catheter, and dispose of in accordance with hospital policy. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter material was different (softer) which increased false paths, was more difficult to insert, which hurt the patient. Customer had a situation where the catheter had made a knot in the bladder, and they had to do a cystoscopy to cut the catheter with a laser to remove it (pcn#: 175812, pcn#: 175814, pcn#: 175816, pcn#: 175818, pcn#: 175820, pcn#: 165822 and pcn#: 175824). Per additional information received via mail on 06may2025, the tip of the catheter that contains the balloon is prominent and forms a ring when the balloon is deflated. It was another issue with the deflation of the balloon. The balloon remains deformed when deflated, causing injury to the patient when removing the indwelling catheter. This was apparently true for all our 100% foley (1658xx) and lubri-sil (1758xx) models. (Pcn#: 165820, pcn#: 165818 and pcn#: 165816).